Manufacturer narrative:
The investigational analysis completed 5/31/2019. The device was visually inspected and the pebax was found ripped. The magnetic sensor functionality was tested on carto. The catheter was properly visualized and no errors were observed. The force sensor feature was tested and it was fund to be working properly. The force values were observed within specifications. A manufacturing record evaluation was performed and no non-conformances related to the reported complaint were identified. The customer complaint cannot be confirmed. The root cause of the damage on pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure. However, this cannot be conclusively determined. Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a thermocool® smart touch¿ electrophysiology catheter and the biosense webster inc. (Bwi) product analysis lab (pal) found the pebax damaged, exposing internal components. Initially, it was reported that during an atrial fibrillation operation high force values were displayed and unstable pressure values were observed. No adverse patient consequences were reported. The observed high force and unstable pressure values have been assessed as not MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. The bwi pal received the device for evaluation and on 5/7/2019 found the pebax damaged with a tear in the pebax sleeve exposing internal parts and a kinked shaft 13 cm from the sheath tip. The observed tear in the pebax sleeve has been assessed as MDR reportable as device integrity was compromised.